Event description:
Received notice of complaint concerning above product from dir of nursing. Reports an event in which a leak occurred at the pre-pump segment of the arterial blood line, allowing air to be pulled into the system. Dir of nursing reports that the pt had been on for aprox 3 hrs when the air detector alarmed; upon investigation, the health care professional found the extracorporeal system full of air and noted a "crack" in the pump segment. Reports system clotted and estimated blood loss at >100cc from loss of the system. The pt was reported as stable and did not require any medical intervention. Dir of nursing reports that the pt's hct was 33.8 on 3/11 (lab) and post event on 3/20 was 30% (spun). The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only.